Event description:
It was reported that the customer had a motor error alarm on his insulin pump while attempting to prime. His blood glucose was unknown at the time of reporting. He was advised to revert to his backup plan. The insulin pump was returned. No additional information was reported.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. The insulin pump was received stuck on a motor error alarm that occurred during the bolus or basal delivery. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had a cracked case at the display window corner, cracked battery tube threads, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.